Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician did not blame the lead or any aspect of the technology, with it being noted that the patient had an extremely difficult anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead dislodgement. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.